Manufacturer narrative:
Concomitant products: product ID: 37761, serial#: (B)(4), product type: recharger. Product ID: 97754, serial#: (B)(4), product type: recharger. Product ID: 37761, serial#: (B)(4), product type: recharger. Product ID: 97754, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4), device evaluated by MFR: analysis of the desktop charger (c0560424) revealed that the desktop charger pins were broken. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the desktop charger cord would not plug into the recharger, as they tried to plug it in but it wouldn¿t go in. It was noted that the desktop charger connector pin was still intact. The repair department was contacted and a replacement desktop charger was requested. No patient symptoms were reported. Additional information was received. Consumer reported they received the replacement dtc but the connector pin wont fit into the port. They were sent a recharger. No patient symptoms reported. Additional information was reported on february 8th, 2021. The patient stated that starting on (B)(6) 2021, the recharger will only charge for 10 seconds. They said the pain level was at 7-10. They were sent another recharger and desktop charger. No troubleshooting was done since patient would not respond to any request to troubleshoot.

Manufacturer narrative:
The reportable desktop charger's serial number is (B)(6), not the previous serial number reported. H3 should read: h3: analysis of the desktop charger (B)(6) revealed the desktop charger connector pin was broken. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.